Event description:
An optometrist reported a patient with hazy vision attributed to dry eye of the right eye 2 weeks post lasik treatment. Upon additional follow up the reporter indicated the patient was seeing 20/20, they did not have dry eyes prior to the procedure and only the right eye has been affected.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatment at this day. No technical root cause was identified as the system was operating within specification. The root cause cannot be determined conclusively. (B)(4).